Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported that since last month they were getting a "settings not available" message on their controller. Patient confirmed that the controller battery was at 100% and the ins was at 90%. Patient tried groups a, b, and c but they were still getting a settings not available message when they attempt to increase the stimulation. The issue was not resolved. Agent reviewed meaning of message and redirected patient to their hcp. No symptoms were reported. Additional information was received from the patient. It was reported that the cause of the settings not available was due to the "lead being disconnected from the controller. From another device, the lead was reset for the lead." The issue was resolved the same day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.